Manufacturer narrative:
Literature source: shiba, d., hosoda, s., yaguchi, s., ozeki, n., yuki, k., & tsubota., k. Safety and efficacy of two trabecular micro-bypass stents as the sole procedure in japanese patients with medically uncontrolled primary open-angle glaucoma: a pilot case series. Journal of ophthalmology. 2017 (2017): 1-6. Doi: 10.1155/2017/9605461 the article publication date of (B)(6) 2017 was used as the date of event. The devices remain implanted in the patients and are not available for evaluation. Device identifiers were not provided. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The device labeling states that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established in patients with implantation of more than one stent as this was not studied in the pivotal trial. (B)(4).

Event description:
Through review of the article ¿safety and efficacy of two trabecular micro-bypass stents as the sole procedure in japanese patients with medically uncontrolled primary open-angle glaucoma: a pilot case series,¿ it was learned that after stent implantation, four eyes developed postoperative peripheral anterior synechiae (pas). The eyes were prophylactically treated with argon laser gonioplasty (lgp) to target the adhesions in order to prevent occlusion of the stents; however, stent occlusion by iris was reported in three eyes. In two eyes, treated with lgp for pas, the occlusion was observed at the 1-month visit and in one eye treated with lgp for pas, the occlusion was observed at the 2-month visit. The study was comprised of 10 eyes of 10 japanese patients (7 male, 3 female) with a mean age of 64.6 +/- 10.7 years who were implanted with two istents to assess the iop-lowering effect and safety as the sole procedure in medically uncontrolled primary open-angle glaucoma. The surgery was uneventful in all eyes, with all of the stents successfully implanted upon the first or second attempt. The postoperative occlusions were observed only in phakic eyes. Due to the occlusions, the enhancement of the aqueous outflow was thought to have deteriorated to some extent. The article noted that far east asians have been reported to have a narrower ocular angle in general. Thus, it is rational to expect that there would be more occlusions due to the iris in japanese eyes versus caucasian eyes. Although the prophylactic use of lgps to target the adhesions associated with pas was performed in order to prevent occlusion of the stents after pas had arisen, these treatments could not effectively preclude the occlusions of the stent, thereby resulting in pas enlargement. The study concluded that implantation of two trabecular micro-bypass stents as the sole procedure in japanese poag patients effectively reduced iop and exhibited a favorable safety profile. Additional information has been requested.